Event description:
It was reported that during an in-clinic visit, a manual left ventricular (lv) threshold test was performed of the cardiac resynchronization therapy defibrillator (crt-d) system. The test occurred during a recorded episode of atrial tachy response and it took some time for the user to end the test, such that a total of four paces were delivered that did not capture. The patient experienced four seconds of asystole. The crt-d was operating normally. No patient symptoms were reported.